Manufacturer narrative:
During subsequent follow-up with the customer, it was clarified that the compact air drive was not involved in this event, the small battery drive device was used with the radiolucent drive device. It was also reported that the patient's bone density was good. The compact air drive is not a concomitant device for this event because it was not used with the radiolucent drive. The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an expert tibial nail (etn) surgical procedure for a tibial diaphyseal fracture, it was observed that the drill stopped working while in use with the radiolucent drive device and compact air drive device. According to the report, the surgeon then pulled the drill out of the patient's bone and pulled the trigger of the small battery drive device to continue the procedure but the drill did not turn and only made a ratchet sound. It was reported that the small battery drive device, adaptor device and quick coupling device were in use with the radiolucent drive device; however, there is no alleged malfunction for these devices. There was a five minute delay in the surgical procedure as a spare radiolucent drive device was used to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.